Event description:
It was reported that customer had high blood glucose. Customer's blood glucose was in the 400's mg/dl. Customer stated that she was having bad infusion sets. Troubleshooting was done for high blood glucose. Customer's blood glucose was 445 mg/dl. Customer stated that she was having hard time talking. Customer treated her high blood glucose with syringe. The customer was assisted to perform high pressure test and test passed. The troubleshooting was not completed due to call got disconnected. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.